Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0122 movement disorder / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an alert/notification settings occurred. On the night on (B)(6) 2025, the patient was taken to the hospital after losing consciousness due to extreme hypoglycemia. Despite wearing her dexcom device, she did not hear the low alert because of the rapid drop in her blood glucose levels. She experienced loss of control over her body, inability to speak, and inability to control her limbs. Her daughter recalled seeing a cgm reading of 70 mg/dl on the receiver but did not hear any alert tone. An ambulance, called by her daughter, took the patient to the hospital between 8:30 and 9:00 pm. At the hospital, blood work and tests were performed, and the patient was advised to eat sweets and ice cream. The paramedics took her vitals but did not provide additional treatment. She was at the hospital for 4 to 5 hours and was discharged the morning on (B)(6) 2025. Her symptoms subsided as her blood glucose levels increased, allowing her to regain consciousness and return to normal. She was accompanied by family members throughout the event. At the time of the report, the patient was stable and normal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.